Event description:
The modular neck of the prosthesis fractured. When the fracture occurred the patient was walking and he reported that he fell. From the ed note it does not appear that any significant injury happened in the fall. Surgical intervention was necessary to return the patient to function.====================== manufacturer response for bfh, prosthesis, total hip arthroplasty, femoral head======================the fracture rate of these modular necks is around 0.013%, the company would be most interested in testing this implant to determine the mode of failure and whether some other action is necessary. The testing would be destructive testing.====================== manufacturer response for profemur z,prosthesis, total hip arthroplasty, modular neck======================the fracture rate of these modular necks is around 0.013%, the company would be most interested in testing this implant to determine the mode of failure and whether some other action is necessary. The testing would be destructive testing.